Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat#unk ; lot# unk. Triathlon cr fem comp #4 r-cem; cat#unk ; lot# unk. Triathlon asymmetric x3 patella, cat#unk; lot#unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient has an infected knee requiring a two stage revision. The surgeon advised the knee was infected and the implants needed to be removed.. The surgeon confirmed it was not a product problem.